Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012, and mesh was implanted concurrently cystoscopy, due to mixed urinary incontinence with predominant stress pattern. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent excision of eroded vaginal sling mesh and cystourethroscopy on (B)(6) 2012, due to erosion of vaginal sling. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/15/2016, corrected information.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to mixed urinary incontinence with predominant stress pattern; concurrent procedure-cystoscopy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and other unspecified problems. It was reported that the patient underwent excision of eroded vaginal sling mesh and cystourethroscopy on (B)(6) 2012 for erosion of vaginal sling. (B)(4).